Event description:
It was reported that the subject device had a cable disconnection. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a cable disconnection. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "cable disconnection" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no images and scope mount corrosion. Based on the results of the investigation, the definitive root cause of the customer's reported issue could not be determined. Based on the results of the investigation, it is likely that the malfunction identified during the device evaluation "no images" was due to cable or image capture failure, which caused communication problems that prevented images from being displayed. However, a definitive root cause could not be established. Based on the results of the investigation, the definitive root cause of scope mount corrosion could not be determined. Olympus will continue to monitor field performance for this device.